Event description:
Facility reported that during treatment the clinician was unable to read the arterial pressure. Upon inspection a kink was noted in the arterial line. There was no pt ill effect. The sample is available for evaluation.